Event description:
Same case as 2134265-2009-05913. It was reported that after a coronary artery stenting procedure, the pt experienced chest pain. The pt was treated for restenosis with 2 taxus express2 atom stents of unk size. One in the proximal left anterior descending (prox lad) and the other was in the diagonal (dx). The pt reported some chest pain to the physician at a recent office visit occurring 281 days after the index procedure. The physician did an angiogram. The angio showed the investigational stent was open but fills retrograde via a graft. The stent placed in 2008, was occluded. The angiogram was done as an outpatient so the pt was not hospitalized and no additional procedure was performed. The pt was sent home to be monitored. The pt has had additional chest pain upon exertion.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.